Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted a damaged tank cover, front cover, and a rusty drain fitting. The customer reported product problem was confirmed during testing. The device leaked at the bottom left corner of the tank cover. This was caused by a crack in the tanks cover. The tank cover, rusty drain fitting, and scratched front cover were all replaced. Preventative maintenance was then performed. The device subsequently passed all functional tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking. No patient injury or complications were reported in relation to this event.